Manufacturer narrative:
Device history records could not be reviewed, as the lot number was unk. The filter remains implanted. Therefore, not available for eval. The event investigation is currently underway.

Event description:
It was reported that during a scheduled filter retrieval, the physician attempted removal; however, the filter was tilted at a 90 degree angle. The filter's apex was embedded in the cava wall; there was no dye extravasation seen. The physician aborted the retrieval and would like to attempt retrieval at a later time. There was no injury to the pt, and the pt was reported to be asymptomatic.